Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that tubing came apart at the distal y-site. It was noted that the tubing was connected to patient's peripheral IV site placed on left foot and that patient was moving around at the time the event occurred. The event occurred at pediatric intensive care unit. Although requested, additional information was not provided.